Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a steel contact detach infusion set; attempts to fill the tubing after disconnecting led to an on-device ¿unable to proceed / change insulin¿ message, and the agent guided the user through a full detach supply change with a 23-inch, 6 mm steel set, after which insulin delivery resumed and glucose began to be managed. Symptoms included thirst and feeling unwell. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting, education on supply change, and restoration of insulin delivery. Investigation of this case revealed an incomplete cartridge load/insulin handling issue that prevented tubing fill and contributed to high glucose, with hyperglycemia reported by fingerstick at 356 mg/dl and cgm reading high, and an ilet high glucose alert occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.